Event description:
Per the surgeon's report, this patient developed a post-operative skin flap infection, which did not resolve with antibiotics. The surgeon explanted the device in 2006. There are currently no plans for reimplantation as the infection is being monitored.

Manufacturer narrative:
This is a final report.